Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to leakage as all retention samples met specifications. A device history review was conducted for lot number 8305834. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from chinese to english: the patient, was admitted to the hospital due to colon occupation. He was treated with intravenous infusion as instructed by the doctor. The intravenous indwelling needle was used and found to leakage at the tube of the intravenous indwelling needle. A new indwelling needle was replaced and the operation was successful.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: the patient, was admitted to the hospital due to colon occupation. He was treated with intravenous infusion as instructed by the doctor. The intravenous indwelling needle was used and found to leakage at the tube of the intravenous indwelling needle. A new indwelling needle was replaced and the operation was successful.